Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to unauthorized repair, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handle lever was deformed (bent), the grilles were bent and the motor was weak due to foreign repair on the oscillating saw device. It was further determined that the device failed pre-tests for check oscillation frequency. Min 15¿000 ¿ 18¿000 osc/min, check operating of trigger/lever, check the air hose coupling, check the tool coupling, general condition and check status of development. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.